Event description:
The complainant reported that the dentist had performed a dental implant procedure in dental site number 10 on (B)(6), 2010, but on (B)(6), 2010, the abutment fractured. The fracture was located at the head of the retaining screw. Gingival surgery was performed to remove a fragment of the abutment from the patient. The dentist reported that the replacement of a new abutment and crown will be installed after approx six weeks of patient healing.

Manufacturer narrative:
The device has not yet been returned for eval. Upon receipt of the device, an analysis of the event will be performed and a supplemental medwatch report containing the eval results will be filed. (B)(4).